Event description:
It was reported that the patient with this pacemaker was seen in clinic. Rate response reprogramming was completed at this time. After this visit the patient went into atrial fibrillation (af). The patient alleged reprogramming completed caused af. Technical services referred the patient to discuss with their physician. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.